Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its entire length with struts distorted, lifted from the stent profile and stretched. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that a goose neck snare was used to capture the dislodged stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 99% restenosed, 12mm x 3.5mm target lesion was located in a moderately tortuous, moderately calcified proximal left anterior descending artery. After a guide catheter was used to cannulate the left main artery, pre-dilation was performed using a maverick balloon catheter. A 3.00x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. While the stent was being inflated to optimal pressure the stent slipped off the balloon. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a goose neck snare was used to capture the dislodged stent.